Manufacturer narrative:
Maquet cardiopulmonary (B)(4) received the product on 10/13/2014 for investigation. Maquet cardiopulmonary is aware of similar complaints. The devices displayed a similar malfunction which were tested and evaluated under an optical microscope. Delamination of some gas fibers was observed which allowed for the priming solution or blood to flow inside the gap between the gas fibers and polyurethane. Gravity then allowed for passage to the gas exiting path along the housing. The most probable root-cause is the delamination of the hollow gas fibers from the polyurethane potting area. A review of the quality control process confirms that 100% functional inspection for leakage is performed during production. Maquet cardiopulmonary (B)(4) has initiated an internal process (CAPA-(B)(4) to address the appropriate corrective and preventative action. A supplemental medwatch will be submitted when new information becomes available.

Event description:
It was reported that blood leaked at gas outlet port one hour after initiating therapy. (B)(4).